Manufacturer narrative:
The patient is over 18 years old; exact age is unknown. The complainant indicated that the device was successfully placed within the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2011. According to the complainant, during the procedure the clip was deployed within the sigmoid colon, however, the clip failed to detach from the sheath. The catheter was manipulated until the clip released and was placed at the site. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.